Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019.

Event description:
The customer reported the accept key not functioning. There was patient involvement, but no one was harmed.

Manufacturer narrative:
G4: 01oct2019; b4: 02oct2019. The manufacturer¿s field service engineer (fse) confirmed the reported accept key is not functioning issue. The manufacturer¿s field service engineer (fse) replaced the overlay keypad to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.